Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that white septum matter was in the syringe. This occurred with multiple cartridges. There was no impact to the customer's blood glucose level and the customer stated that the cartridge was working fine.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.